Event description:
It was reported the pt lost coverage in his low back area due to lead migration. Surgical intervention was undertaken to replace the pt's leads. The explanted products were discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.